Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable was damaged and could not be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse effect to the customer's blood glucose level.